Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited red stains adhered when inserting the forceps channel brush. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found red dirt adhered when inserting the biopsy channel brush and was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: we could not conclusively specify the root cause of the foreign material remaining in the device. A device history review revealed: confirmed that the device was shipped in accordance with specifications. Although non-conformity of the device was confirmed during manufacturing, it was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.